Event description:
Additional information received from the manufacturer representative reported that the patient had no symptom control around (B)(6) 2016. The cause of the event was not determined, there were no device issues, and the patient was feeling stimulation. The impedances were checked and no actions were taken to resolve the event. There was no harm or injury to the patient. The product would not be returned as it remained in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient had a current "loss of power" in the device. This was manifested by a recurrence of symptoms. There did not seem to be an obvious reason for it and the settings remained the same during the patient's most recent "deterioration" (interrogation)/admission. The manufacturer representative was to review the patient with the hcp to check to see if the device was on, to see if the patient was feeling stimulation, and to check battery longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.